Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd glass, minor scratched display window, cracked case, cracked reservoir tube lip, cracked reservoir tube, broken off end cap, missing motor and electronics damaged.

Event description:
Customer reported via phone call that the device case was destroyed. Customer's blood glucose was 127 mg/dl. Device broke into pieces. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.